Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Corrosion was observed on the pcb assembly, mechanism rails, the cam finger, the catch beam, the chassis, the bottom battery, the linkage assembly, the formed needle, and the commutator cap. The pod was attached to external power supply in order to retrieve the download data, as all three batteries had low voltages. Inspection of the download data confirmed that an 0x50 alarm was generated by the pod during operation, indicating a timeout occurred waiting for calst during saw calibration. No timeouts or drive stalls were seen in the download data. A tear was observed on the internal portion of the soft cannula, from which fluid was observed to leak. The internal cannula tear and subsequent leak is confirmed as the root cause of the internal corrosion and low batteries. Cracks were observed in the top and bottom housing of the pod. It could not be determined when or how these cracks occurred. It could not be determined if the cracks allowed for fluid ingress and contributed to the internal corrosion and low batteries. It could not be conclusively determined if the observed cannula tear or cracks were in any way linked to the reported 0x50. No other damages or defects were observed that would contribute to the hazard alarm. The exact cause of the 0x50 alarm could not be determined.

Manufacturer narrative:
Corrosion was observed on the pcb assembly, mechanism rails, the cam finger, the catch beam, the chassis, the bottom battery, the linkage assembly, the formed needle, and the commutator cap. The pod was attached to external power supply in order to retrieve the download data, as all three batteries had low voltages. Inspection of the download data confirmed that an 0x50 alarm was generated by the pod during operation, indicating a timeout occurred waiting for calst during saw calibration. No timeouts or drive stalls were seen in the download data. A tear was observed on the internal portion of the soft cannula, from which fluid was observed to leak. The internal cannula tear and subsequent leak is confirmed as the root cause of the internal corrosion and low batteries. Cracks were observed in the top and bottom housing of the pod. It could not be determined when or how these cracks occurred. It could not be determined if the cracks allowed for fluid ingress and contributed to the internal corrosion and low batteries. It could not be conclusively determined if the observed cannula tear or cracks were in any way linked to the reported 0x50. No other damages or defects were observed that would contribute to the hazard alarm. The exact cause of the 0x50 alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone18.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.